Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and also experienced diabetic keto acidosis on (B)(6) 2019 with blood glucose level was above 348 mg/dl. Customer stated the other blood glucose value was 170 mg/dl. The customer was treated with intravenous insulin flows and shot of insulin. Customer stated the infusion set was leak. Customer declined troubleshooting. The insulin pump will not be returned for analysis.